Event description:
It was reported that the screws of the cervical cage backed out. It was reported that the surgeon passed the nitinol wire several times to reposition the screw trajectory while he was implanting the screws. No revision surgery is planned at this time. The patient reportedly has no complaining at this time.

Manufacturer narrative:
(B) (4). The product remains implanted. Product return is not possible at this time. One post op film shows that two cages noted above cervical plate. Evaluation of screws trajectory shows all but upper screws are put in flat which makes loss of capture by locking band likely. Screw back out noted in both screws of lower construct.